Event description:
The doctor stated that a patient received a medpor left orbital rim/zygomatic onlay implant in 2007. The doctor stated that while the implant fit great, the implant area became infected within 3 to 4 four days after the surgery and he removed it. The doctor stated that he has never had a problem with an orbital implant and will reaccess how he places implants intraorally.

Manufacturer narrative:
The device history records were reviewed and all processes and test criteria have been verified as complying with the medpor implant specification. A copy of the current instructions for use and labeling with cautions highlighted is enclosed addl. Lot number c012k117h.